Manufacturer narrative:
The insulin pump passed the prime/ compromised force sensor system, and excessive no delivery test. There was no excessive no delivery alarm noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has had his insulin pump for 2 months and he has been getting a lot of no delivery alarms. Customer's blood glucose is 407 mg/dl. Customer stated that they do have a back-up plan but has not treated. Customer stated that he changed the set and tried to bolus but received a no delivery alarm. Customer stated that the alarm occurred during a bolus. Customer stated that the no delivery alarm is recurring and the issue has not been resolved. Troubleshooting was performed and the customer stated that the insulin did exit the tubing and the cannula was not bent. Customer was explained that the site may have been occluded. Customer stated that they have tried all remedies. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.